Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The service tech states that both crossbraces were bent and the one of the pivot links was mangled.